Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a dexcom g7, with a highest blood glucose of 449 mg/dl and levels above 180 mg/dl for more than 3 hours; device alerts for glucose above 300 mg/dl were issued for over 90 minutes. Symptoms included hyperglycemia without reported loss of consciousness, dizziness, diabetic ketoacidosis, or other acute complications. Outcomes included no use of backup therapy, no ketone testing, no professional medical intervention, and no need for assistance. Investigation included triage, troubleshooting, and education, including a supply change for the infusion set and guidance to pair a new dexcom g7 sensor when the prior sensor failed. Investigation of this case revealed that the exact cause of the hyperglycemia was unclear; the patient¿s infusion set site had been changed with no visible damage to the prior set, and the dexcom g7 sensor was found to have failed and was replaced, after which glucose was trending down. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.